Manufacturer narrative:
The reported events of a broken lead, under-sensing, and high pacing impedance were not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.

Event description:
During an implant procedure, there were episodes of undersensing and high impedance on the right ventricular (rv) lead. The suspected cause of the event was rv lead damage. The rv lead was explanted and replaced to resolve the event. The patient was stable.